Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient reported his stimulation started shutting off a couple of months. Currently, the patient is unable to communicate with this ipg using either the programmer or charging system. A new low energy charger was shipped to the patient. The patient also reported he has pain at his ipg pocket. Follow-up info identified the patient received the new charger; however, it did not resolve the issue. Patient stated he is going to see a surgeon to have his ipg replaced. Surgical intervention may be taken at a later date to address the issue.